Manufacturer narrative:
The procedure date, time and details were not provided. Therefore, no da vinci system logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a bowel injury during an unknown robotic procedure. How the injury occurred nor how the patient died were not reported. No allegation has been made against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that after an unspecified da vinci-assisted procedure, the patient expired. The cause of death was not provided. The intuitive clinical sales representative was informed that approximately 3¿5 days postoperatively, the patient was readmitted due to a bowel injury sustained during the initial robotic procedure. The complication occurred during the insertion of laparoscopic instruments into the abdomen. It is unclear if the laparoscopic instruments were robotic or third-party instruments. It was reported that the surgeon did not zoom out while the unspecified laparoscopic instruments were inserted, resulting in limited visualization and subsequent injury. No additional information was provided. Attempts to obtain additional information from the surgeon have been unsuccessful.